Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The htr-pmi ct77-210906 rt ft pa (item# pm624480, lot# 069020) was returned for investigation. Comparison between the physical implant and the design shown in the DHR confirmed that the implant received did not match the patient's defect. Visual inspection shows that the implants were returned and unopened. Item and lot numbers are confirmed to match the complaint from the labels. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a packaging issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incorrect implant was in the package. The issue was discovered prior to the implant being sent to the hospital, therefore there was no patient impact. It was reported that no further information is available.